Manufacturer narrative:
The device is promised for return but has not yet been received. When it is returned, an eval will be performed and a supplemental report filed with results of the investigation. (B)(4).

Event description:
The oxygenator developed a leak when the pt was put on support. The leak appeared to be coming out of the vent on the back of the oxygenator. Immediately after the leak was noticed, perfusion clamped and lines and cut in a new oxygenator without incident. The pt was not affected.